Event description:
A patient reported possible inaccurate low results with a surestep meter. During back to back testing, the surestep meter displayed blood glucose readings of 47mg/dl and 120mg/dl successively. Patient did not experience any adverse events. Patient had been using the ss meter for about four weeks before this report. Meter has been replaced. No allegations of harm have been made.